Manufacturer narrative:
(B)(4).

Event description:
A homechoice unit was returned to baxter and an evaluation of the event history log was conducted. An increased intra-peritoneal volume (iipv) event was identified, which occurred during the therapy initiated on (B)(6) 2012 08:51:28. The details of the iipv event were as follows; during night drain cycle three, a high drain error 103 occurred. The patient was involved but as this event was found during service, any patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If any additional relevant information is received, a follow-up will be sent.